Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated intraperitoneally with fortum (250 mg stat and 125 mg in each bag twice daily) for the peritonitis event. At the time of this report, it was unknown if the patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.